Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2007, and dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing and the patient experienced syncope. The ra lead remains in use. No further patient complications have been reported as a result of this event.